Event description:
(B) (4)

Event description:
It was reported that in a regular visit in (B)(6) 2008, the device was checked and it indicated that the battery would deplete in 2 to 4 years. Then in the visit 6 months ago, the device was checked and it indicated that the device could only be used 1 to 2 years. Also reported that the patient complained. No patient complications were reported as a result of this event. It was later reported by the patient's father the patient died with cause of death "unknown." The cause of death has been requested and not received. Follow up revealed there is no allegation of a product failure by the patient's father.

Event description:
It was reported that in a regular visit in (B)(6) 2008, the device was checked and it indicated that the battery would deplete in 2 to 4 years. Then in the visit 6 months ago, the device was checked and it indicated that the device could only be used 1 to 2 years. Also reported that the patient complained. No patient complications were reported as a result of this event. It was later reported by the patient's father the patient died with cause of death "unknown." Additional information has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
It was reported that in a regular visit in (B) (6) 2008, the device was checked, and it indicated that the battery would deplete in 2 to 4 years. Then in the visit 6 months ago, the device was checked and it indicated that the device could only be used 1 to 2 years. Also reported that the patient complained. No patient complications were reported as a result of this event.